Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 20733911, expiration date 01/31/2013). Reference medwatch report with (B)(6) for the suspect device used in system 1.

Event description:
Caller states patient tested >8.0 inr on coaguchek xs system 1 and approximately 2.0 - 3.0 inr on coaguchek xs system 2. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.